Event description:
Complainant alleged that while attempting to pace a male pt, the device was unable to pace using one step complete pads. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that the one step complete electrode pads were disposed of. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for eval and this complaint is still under investigation.